Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of capsular contracture is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV. Rupture.

Event description:
Healthcare professional reported, via nbir right side capsular contracture, baker grade IV. Suspected/actual rupture/deflation. And change/shape/style/size. The device has been explanted.